Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced high blood glucose. Customer's blood glucose was 600 mg/dl. Customer's blood glucose at time of call was 357 mg/dl. Customer reported the quick release arrows were not lined up. During troubleshooting, customer was assisted in performing the high pressure test, the test passed. Customer was advised to change the entire set, reservoir, and insulin. Customer will not be returning the device for analysis.